Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During in clinic follow up, the device was unable to be interrogated with bluetooth (ble) telemetry. A device replacement is planned, however, no intervention has been has been performed at this time. The patient was stable.